Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. Caller stated that the patient was under program 2, but he was peeing all the time, so they wanted to increase the stimulation intensity. Caller stated this issue was maybe ongoing for the last month. Caller reported when they went to increase the stimulation intensity, they all of a sudden saw a screen that sounded like the upper limit. Caller stated this issue occurred yesterday. Caller reported that they switched from program 2 to program 1, and noted that they saw a check next to the program. Caller stated that they tried to increase it, but it wouldn't do anything. Caller stated that it showed a 0, and did not increase higher from that. The agent was under the impression that the caller meant the stimulation intensity could not be increased. Caller noted this happened last night. Caller stated that they tried increasing stimulation this morning, but when they checked the therapy status, the patient was under program 4, but the pt couldn't feel the stimulation. Caller noted the stimulation was somewhere between 6.4-7.4v. Caller stated her reason for calling was to get further assistance on what program to try to provide the best results for the patient's symptoms. The patient had access to patient programmer (pp). Synced with the patient programmer. The patient programmer showed stim was on. Caller noted that the patient was under program 4 at 7.4v. Programs were reviewed with the caller. Caller noted she wanted to go back to program 2 to try out. The patient had the ability to change programs and/or adjust stimulation. The caller through turning the ins off, switching to program 2, turning stimulation down to 0.5v, turning the ins on, and increasing stimulation to a comfortable level. While the caller was making adjustments, the patient noted he could feel the ins battery when the caller had the antenna paddle over it the agent was not under any impression the patient was making an allegation towards this. Patient confirmed that at 2.9v, he could feel stimulation comfortably. After adjustments were made, the patient said he went to the bathroom, and noted that he urinated exceptionally long. Patient stated that was worth everything and stated that he usually would go every half hour to 45 minutes and piddle, piddle. It was reviewed that the device has the potential to go up to 8.5v, and that therapy needed to be turned on for the stimulation intensity to be increased. Caller noted that she thought she was seeing the screen preventing her from increasing stimulation due to both these reasons, but noted she was not positive. Troubleshooting resolved reported issue. This was considered a sudden change in therapy symptoms. No further symptoms reported. No complications reported. On 2018-08-20 (B)(4): additional information received. No new information additional information received from the patient reported that the last time they called, he thought they went up to 3. They increased to 8.0 but he still were peeing 20 times a day. He wanted the thing to work. It was further noted that the patient¿s wife stated she could use the patient programmer to make adjustments and did not need help. The patient was asked if he had tried using program 1 and he did not recall but would try. The patient indicated having an MRI due to a stroke, but they had the device turned off and after the MRI had it turn back on. The patient wanted to know if that would have had an interaction with his device however he stated he did not notice a difference in his therapy after that. No further complications were reported. Additional information was received from a consumer. It was reported that the patient had a problem with the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.